Manufacturer narrative:
It was reported by the patient that the shoe has caused an upen wound on his toe. The shoe has not been returned for evaluation, the root cause could not be established. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported by the patient that the shoe has caused an upen wound on his toe.